Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clamp portion of the surgical cable did not close properly and make secure contact with the lead. The cable was discarded by the customer. There was no patient involvement.